Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred with the faradrive steerable sheath. After insertion of the farawave catheter, air was continuously aspirated due to suspected broken valve on the sheath. The sheath was replaced and the procedure was completed. There were no patient complications. The device is not expected to return as it was contaminated.